Event description:
It was reported that the right ventricular (rv) lead showed low impedance. The impedance issue was unable to be reproduced with multiple arm maneuvers and isometrics. It was further reported the patient presented to the clinic due to the report of an alarm. Extensive isometric testing was performed while testing lead impedance values and looking for oversensing but no abnormal values were recreated. Lengthy conversations with technical services revealed it was unclear what was causing the random low values. No programming changes were made. The patient is scheduled to the physician for further evaluation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Impedance 190 ohms and rv tip to rv coil impedance 76 ohms measured (B)(6) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: yrirx1685 stent graft, (B)(6) 2004; yrirx16115 stent graft, (B)(6) 2004; yrecx20375 stent graft, (B)(6) 2004; yrbx2816165 stent graft, (B)(6) 2004; 5076-52 implantable pacing lead, (B)(6) 2008; 4194-78 implantable pacing lead, (B)(6) 2009. (B)(4).